Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 control panel was intermittently unresponsive during setup. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be filed when the investigation is complete.